Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the distal end of the colonovideoscope was burned. The issue occurred during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported event most likely occurred due to the use of a high frequency energy treatment device without the protective tip in place. Additionally, the investigation confirmed the presence of foreign material that exited the device; however, the exact type of material and the root cause of the event could not be definitively identified. The event can be detected/prevented by following the instructions for use in: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection: 3.2 inspection of the endoscope. Evis lucera gif/cf/pcf type 260 series operation manual chapter 4 operation: 4.2 using endotherapy accessories and IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device. Updated fields: d8, d9, h2, h3, h6, h11. Correction: h5.